Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received external ram error alarms and unexpected restart alarms. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 142 mg/dl at the time of call. The customer also reported that she had blood glucose reading of over 400 mg/dl. The customer stated that she had aches. The customer performed self-test and the insulin pump passed. The customer stated that a basal was not programmed before the alarms occurred. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised to monitor the insulin pump and they may continue to wear the insulin pump until the replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change and time date reset due to voltage leak. No a17 alarm during testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test and self test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.